Event description:
A hospital in (B)(6) reported via our distributor that the base of an iw932 cosycot infant warmer is damaged "around the wheels area." The hospital further reported that "overall, the device is still working correctly." No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain more information from the customer with regard to the complaint device. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare. An investigation was carried out based on information and photographs provided by the hospital. Requests for additional detailed photographs were unsuccessful. Results: inspection of the photographs revealed that the cot was fitted with a side shelf, two mounting poles and a drawer. The photographs also revealed cracking of the plastic legs at the column foot. The customer further reported that the cot was fitted additional accessories - a venturi suction and two gas tanks, weighing 15kgs. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the iw932 is a mobile warmer and may be susceptible to impact damage during transport. Cracks to the leg base region of the cosycot infant warmer are known to occur when it has been overloaded. It is possible that overloading of the cot has contributed to initiating the crack. Total weight of the device, including accessories and patient, exceeding 115 kg may, under certain circumstances, cause cracks in the plastic legs' base and damage to the base electric elevator mechanism. The maximum weight limit is specified in both the technical manual and the operating manual of the infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked bases, a warning is provided in the form of a "115kg max weight" label applied to the column of the infant warmer. An aluminium metal base, with a maximum capacity of 140kg has been sent for replacement.

Event description:
A hospital in (B)(6) reported via our distributor that the base of an iw932 cosycot infant warmer is damaged "around the wheels area". The hospital further reported that "overall the device is still working correctly". The hospital has further reported that accessories were used - a venturi suction and two gas tanks, weighing 15kgs. No patient consequence was reported.